Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Three foley catheters were received for evaluation. The catheters was evaluated and observed no abnormalities on the returned catheters as reported in the event. No conditions found on the samples that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural/rubber latex which may cause allergic reaction. Sterile: unless package has been opened or damage".

Event description:
It was reported that the catheter had a hard, scratchy surface. The patient experienced self-limited bleeding and irritation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a hard, scratchy surface. The patient experienced self-limited bleeding and irritation.